Event description:
Midline inserted [redacted date]. Due to continuous infusion pump alarming, the midline was removed on [redacted date]. Cn reported noted fibrin build-up in tubing and noted kinking at hub and along catheter. No factors leading up to midline failing. The product is sub-optimal. Midlines should last 29 days and this line lasted 1 day. The financial burden to the institution and burden to the patient requiring additional sticks is unacceptable.